Event description:
Additional information was received from a nurse with the patient's treating physician who indicating that there have been no interventions planned for the patient and the patient's current settings have been provided. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported through clinic notes received on (B)(6) 2012 and dated (B)(6) 2009 that the patient felt that she had more seizures when her device was enabled. A review of programming history was performed and it appears that the device was initially disabled in (B)(6) 2005; however the magnet was left enabled. The generator was then re-enabled on (B)(6) 2009 and has remained enabled to date without an allegation that the generator has caused additional seizures. Attempts for additional information are in progress.